Event description:
Caller reported blood glucose results of 407 mg/dl on inform ii system 1, 132 mg/dl on inform ii system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).